Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited high/undefined pacing impedances and an increased sensing integrity counter (sic). In addition, the lead exhibited noise after the lia triggered. The lead was programmed off, and remains implanted. No patient complications have been reported as a result of this event.